Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the articular surface to have a compressed and flared out locking feature. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to use error. Detailed instructions for inserting the articular surface are provided in the surgical technique. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial left knee arthroplasty, the surgeon was unable to properly seat the articular surface onto the tibial tray. The surgery was delayed by thirty minutes while the surgeon tried to unsuccessfully insert the bearing.

Manufacturer narrative:
(B)(4). Medical product: stemmed tibial component precoat size 4: catalog#00598003702, lot#:64680349. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.